Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia, with continuous glucose readings around 309 mg/dl for approximately nine hours, after running out of insulin and waiting for a caregiver to perform a supply change; the user did not revert to alternative therapy when the ilet was shut off or not delivering due to lack of insulin, and no device component issue was identified. Symptoms included no clinical signs or conditions beyond the reported elevated glucose. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper procedure and failure to follow instructions; no applicable device component malfunction was found. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.